Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 15.0 mmol/l and 6.3 mmol/l on the advantage system. Reporter indicated that patient did not modify therapy based on these results. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.